Event description:
It was reported that during a lobectomy procedure, the staples malformed on the sample side. Staples made inside of the pt normally. Surgeon put some overstitches to close tissue. No pt consequence.